Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-may-16. It was reported that a computerized tomography (CT) scan was done on (B)(6) 2016, and "stated and orphaned catheter segment within thecal sac from l4 to the sacrum is suspected."

Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j94137327, implanted: (B)(6) 1994, explanted: (B)(6) 2016, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8703, serial/lot #: j94137327, (B)(4); product ID: 8598a, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported "on this date the pre op notes that there was malposition on catheter when surgery was done for normal battery depletion and that is why they changed the catheter.¿ the catheter was explanted and replaced. The event date was noted as (B)(6) 2016 and the event status was unknown. The patient's weight was 219 lbs.